Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose (bg) on (B)(6) 2016 was 30 mmol/l with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient was not using the cartridge per instructions for use. There was no indication or allegation of a device malfunction. This complaint is being reported because the health event was attributed to a use error.